Event description:
It was reported that during cardiomems implant procedure the patient had hemoptysis and required a bronchoscopy. The cause of the hemoptysis was identified by the physician to be either high pressures in the pulmonary artery, boston scientific v-18 guidewire, or the cardiomems device. The patient did not suffer any other adverse events, and the implant was otherwise successful. The patient is currently stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).